Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 24-jun-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. Fse spoke to customer about concern with clog errors. Fse had the customer clean out the nozzle and clear out any debri stuck in the nozzle. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was partial clogged nozzle.

Event description:
On (B)(6) 2015, a customer reported clogging error 2076 and sp flag with their aia-900 analyzer. Customer stated that the error occurred while running vitamin d. Also, the customer described an additional order noted which did not correspond to the order screen. Technical support specialist (tss) had her delete several order lines and start over, this didn't clear the screen. The customer is unable to run bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.